Event description:
It was reported by the patient's spouse that "one of the leads pulled out" and the lead has to be repositioned. It was later reported by the patient's clinic that the right ventricular [rv] lead had dislodged and was revised. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.